Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) device replacement as the patient experienced dissatisfaction since the device was not inflating. The device was removed and replaced. The patient was expected to be fully recovered.